Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records and radiographs identified the following: patient presented with significant swelling and a procedure to relieve pressure on iliac vein was completed. During workup three dimensional imaging confirmed a large pseudotumor in his iliac fossa. During workup patient developed an acute dvt with a large amount of swelling of his right lower extremity. This was a direct result of compression on his iliac vein. Ivc filter placed. Cardiovascular surgeon removed the pseudotumor separately a few weeks prior. This will remain part of this complaint, as the pseudotumor is related to metallosis and surgeon stated that the dvt was a direct result of compression of his iliac vein by the pseudotumor. Large amount of scar tissue that was very dense. Soft tissue debridement was significant. A large portion of the superior capsule was removed as some it had developed into heterotopic ossification. A large amount of the inferior capsule was removed as well. Black material on both the trunnion and the inside of the head ball consistent with metallosis. It appeared that the locking mechanism of the liner was not functioning properly. An attempt was made to pull the tabs apart but they were already partially apart. An osteotome was used to segment liner away which allowed surgeon to deform the liner enough to remove. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Brand name: constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 32 mm i.d. For use with 56 mm o.d. Shell. Concomitant medical products: zimmer hip system femoral head, (ref. No. 00801803202, lot no.62268545). Zimmer metal modular acetabular system, (ref. No. 6202-56-22, lot no. 62186326). Zimmer natural hip system, (ref. No.735402201, lot no. 62177154). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04460, head. 0001822565 - 2019 - 04464, stem. 0001822565 - 2019 - 04466, cup.

Event description:
It was reported by legal that patient underwent an initial right hip arthroplasty and subsequently revised five years later due to heterotopic ossification. A fair amount of black material was noted on the trunnion and the inside of the head, consistent with metallosis. There was also mention of a confirmed pseudotumor and surgeon noted the cup was not in the ideal position. During work-up 3-dimensional imaging confirmed a large pseudotumor in his iliac fossa. During work-up patient developed an acute dvt with a large amount of swelling of his right lower extremity. Per surgeon: this was a direct result of compression on his iliac vein. Cardiovascular surgeon removed the pseudotumor separately a few weeks prior to revision. Attempts were made to obtain additional information; however, none was available.